Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was used for coronary angiography. The device couldn¿t be used after the protection plate fell and the patient was transferred to another device to continue and complete the procedure. The customer reported to philips that the protection plate of the device fell. The philips fse checked with the customer about the protection cover and confirmed that it was the table base cover fell off. The customer did not ask philips for the onsite service and replaced the table base cover on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the protective plate of the equipment casing had fallen off. The device was reportedly in clinical use at the time the issue occurred. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-10/31/2023-006-c, which addresses the causes associated with the reported malfunction.